Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, failed battery test alarm, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download. No unexpected inverse critical block did not add to zero error alarm during testing however, inverse critical block did not add to zero error alarm is found in the formatted history file due to a software error. No packaging anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose the critical block and inverse critical block did not add to zero and pump error alarm on insulin pump. Customer's high blood glucose was 8.9 mmo/l, current blood glucose was 20.5 mmol/l and low blood glucose was of 2.4 mmo/l. The customer was assisted with troubleshoot for power error alarms and was able to complete pump rewind. Customer performed self-test and test passed. Customer stated they have a failed battery alarm in history. The insulin pump will be returned for analysis.